Manufacturer narrative:
Qn# (B)(4). The customer returned 1 rusch polaris fo su medium handle (44402) for evaluation. Upon receipt , the handle was visually inspected. The metal rod on which a blade would mount to was separated from the handle and plastic was missing from the handle in this same area. A device history record review was performed and no relevant findings were identified. The complaint of a broken handle has been confirmed by a complaint investigation of the returned sample. The metal mounting rod was separated from the handle and plastic was missing around this area. Based on the complaint returned the root cause of this compliant is likely supplier related. A scar (supplier corrective action request) has previously been initiated to further investigate this failure mode. The root cause has not yet been determined.

Event description:
It was reported "handle broke during intubation with a rusch emerald laryngoscope blade. It broke at the top of the handle where the blade and the handle connect". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "handle broke during intubation with a rusch emerald laryngoscope blade. It broke at the top of the handle where the blade and the handle connect". No patient injury or harm reported. Patient condition reported as "fine".